Event description:
It was reported that during preparation, the protective sheath of a 2.75 x 15 mm nc trek could not be removed. There was no reported damage noted to the device. Another nc trek was successfully used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis therefore the difficulties removing the balloon protective sheath were unable to be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.